Manufacturer narrative:
One device was received for evaluation for the complaint that a primary audible alarm bgnd error. The complaint confirmed by checking the alarm history. It is verified that the error is found in the alarm history. There was no 12-month service history during the review. The visual and functional testing was performed. The probable root cause was the faulty speaker and was repaired by replacing the speaker. After replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that in the operating room, the device triggered an audible alarm through the speaker. During the pm run, it alarmed with a loud sound followed by a soft one and then locked all functions. He was unable to silence or exit the alarm until he turned off the pump and performed the primary audible alarm bgnd test.